Event description:
Case description: investigation results name: novopen 3, batch number: nscg180 visual examination and functional testing were performed. Dirt can be observed inside and outside the dose indicator window . Dirt can be observed on clip of cap tube. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The result was within acceptable limits. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes, and it was a result of accidental damage during use of the device. Name: novorapid penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: xultophy, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following investigation results updated device tab: is non reportable field updated to no and improper use or storage updated to yes EU/ca tab: final report check box ticked and expected date of follow up report was removed device addendum tab: annex b c d g codes updated narrative updated accordingly. Final manufacturer comment: 09-dec-2025: the suspected device novopen 3 has been returned to novo nordisk for evaluation. Upon preliminary examination, dirt is observed inside and outside of the device. The device's mechanical functionality was tested and found to be within specification, with no anomalies observed. The product was therefore deemed compliant with all relevant standards. The dust and foreign matter identified were attributed to accidental damage incurred during use, and do not affect the device's mechanical operation. However, should the accumulation of dust increase, there is a risk that the piston rod could become obstructed, potentially causing the pen to malfunction. In such cases, it is recommended to use a spare pen; if a spare is unavailable, the patient may be at risk of hyperglycaemia. Based on the information available, the root cause of the reported hyperglycaemia is incorrect handling of the device. H3 continued: evaluation summary name: novopen 3, batch number: nscg180 visual examination and functional testing were performed. Dirt can be observed inside and outside the dose indicator window. Dirt can be observed on clip of cap tube. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The result was within acceptable limits. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device.

Event description:
Case description: since last submission the case was updated with the following information: expected date of follow up report extended. H3 continued: no (attach page to explain why not) or provide code. 02 device evaluation anticipated, but not yet begun.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) poor blood sugar control in patient with type 2 diabetes [diabetes mellitus inadequate control] scale on the novopen 3 was no longer clearly visible [device issue] scale on the novopen 3 was no longer clearly visible. The patient had been adjusting the dosage based on the experience [wrong technique in device usage process] case description: this serious spontaneous case from china was reported by a consumer as "poor blood sugar control in patient with type 2 diabetes(type ii diabetes mellitus inadequate control)" with an unspecified onset date, "scale on the novopen 3 was no longer clearly visible(device component issue)" with an unspecified onset date, "scale on the novopen 3 was no longer clearly visible. The patient had been adjusting the dosage based on the experience(wrong technique in device usage process)" with an unspecified onset date, and concerned a 81 years old male patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "type 2 diabetes", novorapid penfill (insulin aspart 100 u/ml) (regimen 1: 22 iu, tid (B)(4) units before the previous three meals); regimen 2: 12 iu, tid (12 units before the current three meals) from unknown start date for "type 2 diabetes", , xultophy (insulin degludec 100 u/ml, liraglutide 3.6 mg/ml) (dose: 24 u, qd, at night)from (B)(6) 2025 for "type 2 diabetes", patient's height: 180 cm patient's weight: 89 kg patient's bmi: 27.46913580. Dosage regimens: novopen 3: novorapid penfill: xultophy: (B)(6) 2025 to not reported; current condition: type 2 diabetes (duration not reported). Concomitant products included - metformin on an unknown date, it was reported that patient was using the novopen 3 with novorapid penfill, but the scale on the novopen 3 was no longer clearly visible. The patient had been adjusting the dosage based on the experience. On an unknown date, patient had poor blood sugar control and was hospitalized to adjust the blood sugar batch numbers: novopen 3: nscg180 novorapid penfill: requested xultophy: requested action taken to novopen 3 was not reported. Action taken to novorapid penfill was reported as dose decreased. Action taken to xultophy was not reported. The outcome for the event "poor blood sugar control in patient with type 2 diabetes (type ii diabetes mellitus inadequate control)" was not reported. The outcome for the event "scale on the novopen 3 was no longer clearly visible (device component issue)" was not reported. The outcome for the event "scale on the novopen 3 was no longer clearly visible. The patient had been adjusting the dosage based on the experience (wrong technique in device usage process)" was not reported. Reporter's causality (novopen 3) - poor blood sugar control in patient with type 2 diabetes (type ii diabetes mellitus inadequate control) : unknown scale on the novopen 3 was no longer clearly visible (device component issue) : unknown scale on the novopen 3 was no longer clearly visible. The patient had been adjusting the dosage based on the experience (wrong technique in device usage process) : unknown company's causality (novopen 3) - poor blood sugar control in patient with type 2 diabetes (type ii diabetes mellitus inadequate control) : possible scale on the novopen 3 was no longer clearly visible (device component issue): possible scale on the novopen 3 was no longer clearly visible. The patient had been adjusting the dosage based on the experience (wrong technique in device usage process) : possible reporter's causality (novorapid penfill) - poor blood sugar control in patient with type 2 diabetes (type ii diabetes mellitus inadequate control) : unknown scale on the novopen 3 was no longer clearly visible (device component issue) : unknown scale on the novopen 3 was no longer clearly visible. The patient had been adjusting the dosage based on the experience (wrong technique in device usage process) : unknown event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated.